Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device log was not available to be reviewed. Functional testing included use testing. The pump was powered on and displayed an error code alarm message. The pump was rebooted and software applications were reinstalled and the issue was resolved. Based on the evidence, the complaint was confirmed. The root cause was unable to be determined.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement, the issue was found during bench test, and the event date was (B)(6) 2018.